Event description:
It was reported that during a laparoscopic adjustable band procedure, the device's balloon tore when they were introducing it through the 15 mm trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 7/8/2009. Info anticipated, but unavailable at this time.